Event description:
A pt taking the progesterone-only pill had a bleed (assumed menstruation) and was fitted with implanon contraceptive implant in 2004. 8 weeks later she did an otc pregnancy test which was positive (predictor). The clinic tested the pt for pregnancy with clearview hcg a month after implant date. The result was negative. No action was taken. 2 weeks later the clinic did a second clearview hcg test and the result was positive. The clinic dated the pregnancy at 18 weeks by hand assessment of the uterus. The pregnancy was terminated. No serum test was done. Pt estimated to be 16 weeks pregnant at time of 1st clearview test.